Event description:
A vaxcel PICC line was placed for therapeutic purposes on an unknown date. It was reported leaking occured at the junction between the hub and the catheter distal to the suture wing. The PICC line was replaced.